Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new orders were not crossing. A technical support specialist (tss) dialed into the station and noticed disconnected mode icon on station, checked the data synchronization debug log and later the disconnected mode notice was no longer showing and reported that the issue might be related to the network issue around the time. The tss then confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es new orders were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.